Event description:
The leg bag was attached upside down to the nephrostomy tubes so the valve was attached to the nephrostomy tube, not allowing for any drainage. Both connectors are identical and interchangeable, and labeling is insufficient to mitigate human error.